Manufacturer narrative:
The 510k # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (05/12/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter remote was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the late morning of (B)(6) 2011 she obtained blood glucose readings of "3.5 mmol/l" with the subject meter and "2.3 mmol/l" on a laboratory instrument, performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of >1.11 mmol/l. The patient denied having symptoms suggestive of a low glucose; however, claimed she ate candy in response to the low readings. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. It was also confirmed that the subject meter was set to the correct code number. The patient did not have control solution available to test the subject meter and test strips. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of an acute complication of diabetes, nor did she receive medical treatment for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.